Manufacturer narrative:
On 09/16/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. The passive probe kept losing connection. Green/red light status back and forth. Reported issue could not be replicated. The reference frame was possibly too far from the probe and the surgeon had a surgical light shining directly on the probe which could have caused a poor reflection back to the camera. On 10/08/2015 software analysis completed, however, was unable to determine probable cause with the information provided. Issue resolved. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the passive planar blunt was intermittently tracking and oscillating between red and green status. This occurred when the surgeon was holding the probe steady. In trouble-shooting, the medtronic representative confirmed that ther was nothing blocking the camera line of sight and that the instrument was approximately 6 feet from the camera. The surgeon attempted to wipe off spheres and pressed them down on the posts to ensure they were fully seated. The instrument continued to oscillate between red and green status. The surgeon opted to continue, with the knowledge of the intermittent navigation, and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported the following occurred during in situ observation: the issue was a combination of several things related to use error. When the light was re-positioned behind the probe versus in front of it, tracking was regained. There were also several times that the representative observed the surgeon was blocking the spheres on the probe with either his hand, shirt or the sterile drape.